Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Manufacturer narrative:
The device was used for treatment, not diagnosis. The implant was not returned. A product development evaluation was conducted. A brief pub-med search failed to uncover any reports in the literature of such an instance of a reported complaint of complications resulting from a fall. The endplate keel is the main source for primary fixation for the implant. The keel provides stable initial fixation and the ti plasma spray coating provides long term fixation with bony ongrowth. Expulsion testing under a worst case scenario found the fixation provided by the implant keel to be more than sufficient to withstand normal physiologic shear loads in the cervical spine. Furthermore, during the (B)(4) clinical study ((B)(4)), there was no loss of fixation as evidenced by implant migration in 103 randomized and 99 continued access patients. Patient selection could also have played a role. Osteoporosis and other bone diseases which could be potential sources of implant migration are listed as contraindications under functional requirement 9.0. Patients with such conditions were excluded from the clinical study. One of the potential causes is patient trauma which can lead to a potential harm of patient injury. The current design of the prodisc-c implant (the endplate keel in particular) has proven to prevent implant migration even under shear loading in excess of those routinely seen in the cervical spine. Despite this, once the patient suffers a postoperative trauma from a fall or motor vehicle accident, it is difficult to predict how the implant will respond. In this case, the implant apparently dislodged (rotated) after the patient accidentally fell. During the clinical trial for prodisc-c, there were no reports of implant migration. Product labeling already lists - early or late loosening of the components - as a risk associated with implants in the spine.

Event description:
Patient was implanted with prodisc-c at c5-c6 in (B)(6) 2010. On an unknown date the patient fell and the implant rotated. Patient complained of neck pain. Patient was returned to the operating room on (B)(6) 2012 for removal of hardware and revision to an anterior cervical fusion.